Event description:
Spontaneous report, local reference # (B)(4). Initial info received through FDA's medwatch program (B)(4)) dated on (B)(4) 2014 and received by novocol on (B)(6) 2014. The dentist reported that a pt (unspecified gender), with no specified medical history had been treated with hsi disposable short needle (henry schein int. Short 30ga needle (batch number: f01214aa, expiry date: february 2018). On unspecified date, pt was hospitalized after the needle and syringe broke during injection. At the time of the report, the pt's outcome was unk. No more info was available. Medical review on (B)(6) 2014: a. Seriousness: serious due to hospitalization. B. Expectedness: unexpected USA. C. Causality: a) latency - possible, b) recognized association - no. C) alternative etiology - this is an incident in which during the anesthesia procedure, the needle broke. Qc result: no defect was detected on the needles from this batch. Other etiologies: stress during intervention or involuntary movement of the pt could be possible causes. Incident assessed not related. D) dechallenge - na. E) rechallenge - na. Concluded causality: not related. Ref MFR # 3002987325-2014-00001.